Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a consumer. The pump alarm and empty pump had not yet resolved. The patient had an appointment on (B)(6) 2015 for a consultation. The patient planned to request to have the pump removed since it had been 1 year in (B)(6) 2015 since she last saw her physician. No refill was done at that time or since. The alarm went off often and was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal bupivacaine and morphine via an implanted pump system (dose and concentration unknown). The medications in the pump were "95% bupivacaine and 5% morphine". The patient heard an alarm, and they believed the pump was empty. The pump had been empty for a year, and the patient reported having been dismissed by their healthcare provider. The pump had been alarming constantly, and it was reportedly making "different noises". The patient was told by their doctor that they would not be treated due to their pancreatitis (which had nothing to do with the pump). Additional information was requested to determine if the pump alarm and empty pump were resolved. The patient indicated they would like the pump taken out because they were smaller in build, and they did not like carrying around titanium in their body.